Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had not zeroing out on the weight form. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: e3, a getinge field service engineer (fse) verified ¿no¿ blood back was detected. Verified all transducer calibrations were within specs. Performed multiple zeroing iabp wave form with no issues. Unable to duplicate reported issue. Touchscreen test / 60 min, battery run time @100bpm test ¿pass¿. Ready for patient care.